Manufacturer narrative:
On november 14, 2023, mentor received additional information regarding the patient's symptoms and date of device implantation. It was reported that the patient was also experienced generalized illness symptoms of dizziness and anxiety. The patient reported that she's had mentor implants since 1993. The device date of implantation in section d6a. Has been updated to (B)(6) 1993 as best estimate. The patient's left prosthesis rupture was diagnosed with a mammogram from 2020 but the patient was not aware until 2022. On november 20, 2023, mentor received additional information about the complaint. The patient expressed going to numerous doctors and the symptoms were not relived until the breast prostheses were removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness and rupture. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified saline breast prostheses and experienced generalized illness symptoms including breast implant illness, pain, mouth sores, recurring infections, shortness of breath, fatigue, and trouble sleeping post-operatively. It was reported that the patient also experienced a deflation on the left side. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the left side device.

Manufacturer narrative:
On december 08, 2023, mentor received additional information regarding what the patient experienced. It was reported that the patient also experienced capsular contracture (baker grade unknown). Code e2303 has been added in section h6-health effect - clinical code to reflect this additional information. The patient also mentioned that their country is united states. The complaint is not a foreign report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 23, 2024, mentor received additional information about the patient's generalized illness symptoms. The patient clarified that the pain she was having was chest pains and that the mouth sores would take "forever to heal". The patient continued to express she had gone to multiple doctors for her symptoms. Manufacturer¿s reference number: (B)(4).